Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. An opticross imaging catheter was advanced to view the lesion. During the procedure, it was noted that the tip broke/tore off and damaged the implanted stent. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6) hospital road near (B)(6). The device was returned for analysis. Visual inspection revealed no issues with the device appearing to be in good condition. Microscopic inspection revealed that the tip and the guidewire exit port were torn. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. An opticross imaging catheter was advanced to view the lesion. During the procedure, it was noted that the tip broke/tore off and damaged the implanted stent. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).